Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml of juvéderm® voluma¿ with lidocaine in ck1/ck4, 1ml of juvéderm® volux¿ in c2, and 1 ml of juvéderm® volux¿ in c2. Patient was previously injected with unk juvéderm® volift¿ with no side effects immediately after the injection. Patient got granuloma reaction in full face. Patient has a lot of small granulomatous lesions in the whole cheek zone and submental/neck area, where voluma and volux were not injected. Additionally, two months ago, the patient developed complains about swelling and hard nodules in both injection and non-injection areas. Now, patient still has nodules in diameter of 0.5-1 cm in the lower cheek area, and in the mental and submental area. They are tender but not painful. Hcp treated patient with hyaluronidase and clarithromycin 500mgx2 a day. After 10 days of antibacterial therapy dexamethasone 8 mg was administered in diminishing dose to 4 mg 10 days and the nodules have softened. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4) and (B)(4)), (B)(6) ((B)(4)), (B)(6) ((B)(4)). This emdr is being submitted for the third suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.